Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments, which was the root cause in this complaint. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. The observed complaint rate of (B)(4) has been reviewed against the risk analysis document and found to be within the expected rate of (B)(4). Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
As the surgeon was using the device he thinks that the needle hit the patient's acromion process. The tip of the needle broke off. Surgeon was not sure if the needle fell into the patient as it cannot be located. Replaced the device with same like product to proceed with the procedure. Product specialist was present during the case. Patient outcome post surgery: no information. One minute delay in surgery. No information if there was an adverse event to the patient.